Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely the defective event was caused by stress of repeated use, external factors, or handling of the device. The event can be detected/prevented by following the instructions for use which state: instructions, operation manual, chapter 3 ¿preparation and inspection¿, section 3.3 ¿inspection of the endoscope¿ describes how to inspect for the subject event. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned and evaluated. Additional findings include; adhesive on the bending section cover had a chip. The bending section cover had a scratch. Due to wear of angle wire, bending angle in up direction did not meet the standard value. Due to damage on charged coupled device unit, the image had white dots. Forceps elevator lever had discoloration. Protector of universal cord on suction connector side and video cable section had a scratch. The video connector had a scratch. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed that during the device evaluation that the adhesive around objective lens was peeled. There were no reports of patient involvement.